Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The patient had triple vessel disease. Using the femoral approach, the procedure treated the 90% stenosed, de novo and concentric 2.5x30mm lesion located in the moderately tortuous left circumflex (lcx) artery. There was a significant bend in the lesion greater than 45°but less than 90°. The physician first stented the left anterior descending artery with two overlapping stents (2.5x24mm promus element, 2.5x28mm non bsc stent). Then moving onto the lesion in the lcx artery, pre-dilation was performed with a 2.5x12mm non bsc balloon. The physician then advanced a 2.75x32mm promus element stent to treat the lcx lesion but was unable to cross the lesion. After several attempts, the physician felt the stent could not cross the lesion in the proximal lcx. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage. This product is only ous approved but it is similar to a marketed u.s. Device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the struts toward the middle of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).